Manufacturer narrative:
(B)(4) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. Other physical damages were found. The manufacturing DHR is not relevant to the investigation as the reported fault not found and other issues found during investigation are caused by an impact.

Event description:
It was reported that a gauge is not moving on a smiths medical ventilator when is use. No adverse patient effects were reported.